Manufacturer narrative:
Blocks d4, h4: the suspect device lot number is unknown; therefore, the lot expiration and device manufacture dates are unknown. Block e1: this event was reported by the patient's legal representation. The implanting physician is: (B)(6). Block h6: the following imdrf patient codes capture the reportable events of: e2330 - vaginal pain. E1906 - recurrent infection. The following imdrf impact code capture the reportable event of: f1905 - vaginal mesh removal.

Event description:
It was reported that the patient underwent a transobturator urethral sling procedure where an obtryx ii system - curved was implanted. During the same procedure, cystoscopy was also performed. On (B)(6) 2024, the patient was diagnosed with recurrent infections and vaginal pain after sling replacement. Operative findings revealed deep seated sling curled to the left side. The urethra was distorted and elevated from the sling underneath the proximal to mid urethral region. The bladder was trabeculated, in grade four, and had several areas of chronic cystitis cystica. A small narrow deaver was placed, which allowed a better examination of the vaginal wall. The patient had posterior repair with fairly high posterior ridge and anteriorly had a prior colporrhaphy scar. The sling was seen elevating the proximal urethra and was quite tented up. A short transverse incision was made at the level of the mid urethra, along the anterior vaginal wall, and through that incision, the sling was discovered deep on the left side as noted on preoperative ultrasound and curled. It was divided at the four o'clock position and carefully tracked underneath the urethra from left to right. After the suburethral release, cystoscopy was repeated. Normal urethra, with no distortion and a round configuration was revealed. No urethral injury was noted.

Manufacturer narrative:
Block h11: blocks b2, b5, d4, and h4 have been updated based on the additional information received on july 15, 2025. Block e1: this event was reported by the patient's legal representation. The implanting physician is: (B)(6). Block h6: the following imdrf patient codes capture the reportable events of: e2330 - vaginal pain. E1906 - recurrent infection. The following imdrf impact code capture the reportable event of: f1905 - vaginal mesh removal.

Event description:
It was reported that the patient underwent a transobturator urethral sling procedure where an obtryx ii system - curved was implanted. During the same procedure, cystoscopy was also performed. On (B)(6) 2024, the patient was diagnosed with recurrent infections and vaginal pain after sling replacement. Operative findings revealed deep seated sling curled to the left side. The urethra was distorted and elevated from the sling underneath the proximal to mid urethral region. The bladder was trabeculated, in grade four, and had several areas of chronic cystitis cystica. A small narrow deaver was placed, which allowed a better examination of the vaginal wall. The patient had posterior repair with fairly high posterior ridge and anteriorly had a prior colporrhaphy scar. The sling was seen elevating the proximal urethra and was quite tented up. A short transverse incision was made at the level of the mid urethra, along the anterior vaginal wall, and through that incision, the sling was discovered deep on the left side as noted on preoperative ultrasound and curled. It was divided at the four o'clock position and carefully tracked underneath the urethra from left to right. After the suburethral release, cystoscopy was repeated. Normal urethra, with no distortion and a round configuration was revealed. No urethral injury was noted. Additional information received: sometime after mesh implantation, the patient experienced dyspareunia, mesh erosion, persistent vaginal and urethral pain, urinary dysfunction (dysuria, urgency, incomplete emptying, voiding impairment), recurrent infections, urethral disfigurement, scarring, chronic cystitis, and loss of enjoyment of life. Additionally, she claimed to have suffered severe pain, physical pain, mental anguish, and physical impairment as a result of the incident, both in the past and, with reasonable probability, will continue to experience such harm in the future. She also claims to have incurred medical expenses to date and anticipates additional costs moving forward.